Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the tubing set it very narrow which results in air bubbles could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20116173 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that a smallbore 6 inch ext vlv had air in the line during use. The following was reported by the initial reporter: "it was reported that the tubing set it very narrow which results in air bubbles. It was also reported that the tubing is shorter then their current tubing. Verbatim: we received the new connectors and tubing from today. I have assembled and tested them. Attaching photos. Here are my initial thoughts. 1. This is a 2 piece system, which will be new for staff. 2. The tubing is quite a bit shorter than our current tubing, making loading the injectors challenging. 3. The tubing is very narrow, creating a lot of air bubbles that will need to be expelled from the syringe prior to injecting the patient. 4. We would still need to keep the bayer tubing on hand for the contrast. (Contrast is too thick to go through extension tubing) do you have anything longer? And wider in diameter? 27-jan-2021 update: - can you please confirm the two material numbers that were sent to you for evaluation? Bd smartsite bag access device (ref 2300e-0500) bd extension set small bore tubing (ref 20039e) .. You mentioned that the tubing set is very narrow and would cause air bubbles in the line. Did you prime the tubing with any fluids or was this your evaluation based on the size of the tubing? It is based on the size of the tubing. Are you able to provide the lot numbers for both products? 20116173, 20075242. Are the samples still available to return for investigation? If yes, please provide an address and I will generate a shipping label. (B)(6).

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a smallbore 6 inch ext vlv had air in the line during use. The following was reported by the initial reporter: "it was reported that the tubing set it very narrow which results in air bubbles. It was also reported that the tubing is shorter then their current tubing. Verbatim: we received the new connectors and tubing from today. I have assembled and tested them. Attaching photos. Here are my initial thoughts- this is a 2 piece system, which will be new for staff. The tubing is quite a bit shorter than our current tubing, making loading the injectors challenging. The tubing is very narrow, creating a lot of air bubbles that will need to be expelled from the syringe prior to injecting the patient. We would still need to keep the bayer tubing on hand for the contrast. (Contrast is too thick to go through extension tubing). Do you have anything longer? And wider in diameter? 27-jan-2021 update: can you please confirm the two material numbers that were sent to you for evaluation? Bd smartsite bag access device (ref 2300e-0500). Bd extension set small bore tubing (ref 20039e). You mentioned that the tubing set is very narrow and would cause air bubbles in the line. Did you prime the tubing with any fluids or was this your evaluation based on the size of the tubing? It is based on the size of the tubing. Are you able to provide the lot numbers for both products? 20116173, 20075242. Are the samples still available to return for investigation? If yes, please provide an address and I will generate a shipping label. (B)(6)."